Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse aligned the reagent 1 (r1) cuvette and removed a screw that was blocking the cuvette hole. The cse also replaced the proves and ran a system check, sample test, and quality checks with acceptable results. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Six discordant, falsely elevated tacrolimus (tac) patient results were obtained on a dimension® exl 200 integrated chemistry system. The initial results were reported to the physician(s) and questioned. The initial samples were repeated on the same instrument multiple times. The final repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tacrolimus (tac) patient results.